Manufacturer narrative:
H.10: the error described could be reproduced during investigation. The locking pin did not work. As root-cause, a broken part has been identified. Most likely a bad use of the device led to the reported issue. The part will be replaced.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp locking pin for revolution pump head was loose and did not hold the pump head in position during procedure. There was no report of patient injury.